Event description:
Phlebotomist was engaging safety. Shield would not slide forward. As she tried to force the shield up, her right index finger was stuck. Although requested, to date, no samples were rec'd for investigation. No further info was available.